Event description:
The dome portion was detached from the catheter during traction removal. The device had been placed for 113 days. The catheter without the dome was returned to us. The dome portion was not returned because it had not been removed from the patient.